Manufacturer narrative:
Upon review of the provided information, the noted issue was associated within the percutaneous coronary intervention (pci) procedure as the wire was strictly related to the pci attempt on the mlcx, and not the already implanted impella pump. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system states the following: section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 61 year old male patient noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was noted that that there was guidewire damage during implant. During the second attempt of chronic total occlusion (cto) to the mid-left circumflex artery (mlcx), the wire was perforated and the implant was aborted and impella explanted as a result. Patient survived the procedure.